Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much bleeding occurred (please quantify amount)? Was the patient given any blood products? How long of a delay was there to the procedure? Was there any change to procedure or post-op patient care due to the delay in the procedure? Was there any change to procedure or post-op patient care due to the bleeding that occurred? What is the correct procedure date and alert date (as in notes on the file, you have report date of (B)(6) 2018 and event date of (B)(6) 2018 but in the database, you entered the event month as march, the event day as 13 and the event year as 2018). The consultant feels that the issue isn't the blood loss it is more to do with the location of the incident- please see his detailed email below. "The main issue here wasn't the amount of blood loss but the site of application / failure of the clip. It was on the gastroduodenal artery (gda) during a whipple's (pancreaticuoduodenectomy). Upon application of the clip, it jammed, got stuck on the vessel, and then tore the vessel. This is a vessel that arises from the common hepatic artery (the only arterial supply to the liver) and during this procedure it is taken close to where it arises off this main artery. The subsequent damage meant that I had to repair the common hepatic artery primarily with sutures, and in doing so put this patient at risk of intimal damage to this vessel and subsequent risks of pseudoaneurysm formation leading to blowout, that can be fatal or, in other cases hepatic arterial thrombosis, which again can be fatal.the event date was (B)(6) 2018. I¿ve spoken to the theatre sister and she has informed me that she cannot tell me how much blood was lost during the procedure. Her records only cover the whole procedure and not just that lose. How much bleeding occurred (please quantify amount)? Please see above . Was the patient given any blood products? Not that I¿m aware of . How long of a delay was there to the procedure? Couldn¿t find out . Was there any change to procedure or post-op patient care due to the delay in the procedure? Couldn¿t find out . Was there any change to procedure or post-op patient care due to the bleeding that occurred? Couldn¿t find out.

Event description:
When the surgeon deployed the clip applier on the portal vein, it closed but when the surgeon went to remove the device the liga clip appeared to be lodged in the jaws of the device. As a result, it tore the vessel. The surgeon then used a hemostat to control the bleeding and then he sutured the vessel- this added considerable time to the case and the patient lost significant blood.

Manufacturer narrative:
(B)(4). Batch #: p9447h. Device analysis: the analysis results found that the mcm30 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 24 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? Very experienced. Was the device fully squeezed and fully released when firing? The device handle was fully squeezed and released but the jaws stayed on the clip and vessel (they did not open fully). What is the current patient status? I don't know.

Manufacturer narrative:
(B)(4). In order to review the condition of the internal components the device was disassembled and no issues with were found.